Manufacturer narrative:
Product event summary: the device was not returned; however, analysis of the device memory revealed no anomalies were found.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the patient with an implantable cardioverter defibrillator (ICD) and competitor lead is deceased. The cause of death is "assumed" to be from a "worsening extremely bad ejection fraction." Device interrogation was performed and it was determined the rhythm in the ventricular tachycardia (vt) zone was "not typical of a dying heart." It was also determined the patient was in true vt for approximately three minutes. It was stated the patient's condition and paced intervals led to no capturing. Additionally, there were very small depolarization waves present which resulted in under-sensing at which time the device began pacing.